Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion alarm event which led to high blood glucose. On (B)(6) 2025, she had a seizure and went to hospital. The patient's highest blood glucose level was 600 mg/ml. The event occurred within three or more hours of insertion. Insertion site was thigh. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5398138, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 14-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 5398138. The count of complaints is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 5398138 was manufactured according to the work instruction (wi) version 100 and manufactured in the line inset 7 on 24-nov-2022, with a total of (B)(4) units. The gluing of tubing lot 5410300 was manufactured according to the wi version 54 and manufactured in the gluing line sc02-sc01, on 21-nov-2022, with a total of (B)(4) units. The gluing of tubing lot 5410301 was manufactured according to the wi version 54 and manufactured in the gluing line sc01, on 23-nov-2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.